Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 43-year-old male with non-st elevated myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. After delivering to the left ventricle, the pump came out of position. The pump needed to be replaced due to a kink developing when the medical staff tried to redeliver the pump to the left ventricle. The impella cp was explanted and a second impella cp was implanted. The patient survived the event, and no patient harm has been reported.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Data logs confirmed pump was in aortic area (about 15 minutes into the case). Pump then was stopped manually and disconnected from the console. Product was not returned for review. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related.